Manufacturer narrative:
A field service engineer (fse) was at the customer¿s site to address the reported event. Fse confirmed the complaint by reviewing the error log. Upon arrival, the analyzer was functioning as expected. The fse observed the turntable cup at position # 9 was protruding upward. The customer was using both plastic and glass tubes, the plastic tubes are slightly taller than the glass tubes. A cup or tube in position # 9 may not have been fully seated, causing the turntable to bind during rotation, which may have prevented proper positioning of the washer tank during wash process. The fse did not determine the cause of the report event, the cause was not established. Fse validated the analyzer by successfully performing quality control run without error and within acceptable range. No further action required by field service. The aia-360 analyzer is functioning as expected. A 13-month complaint history review and service history review for similar complaints was performed for 4004 turn table slip turntable motor slipping detected failure from (B)(6) 2024 through aware date of 07jan2026. There were 10 similar complaints identified during the search period, including this case. The aia-360 operator's manual under section7-1: error messages states the following: (4004) turn table slip description: the turntable motor slipped. Troubleshooting: turn the power off and on again. If this problem reoccurs, contact the service department. The most probable cause of the reported event could not be established; the error cleared upon fse arrival.

Event description:
A customer reported error message ¿4004 turn table slip¿ during patient processing on the aia-360 analyzer. The customer stated the rack samples were stuck. The customer removed the caps, powered off the analyzer and attempted to remove the samples or move the turntable and was unable to retrieve the samples. The analyzer is down. A field service engineer (fse) was dispatched to address the reported event which resulted in a delayed reporting of patient samples for beta human chorionic gonadotropin (bhcg) and progesterone (prog iii). There is no indication of any patient intervention or adverse health consequences due to the delay in reporting of patient results.